Event description:
The customer's pump has reportedly been giving inaccurate fill estimates. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.